Event description:
The defibrillator energy was selected to charge to 200 joules. The defibrillator charged to 100 joules, instead of the energy selected. The allegation was based upon the observation that the device lcd displayed 100 joules available. The 100 joules was delivered to the pt. With the next defibrillation attempt the device was said to have charged properly to the energy level selected.